Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to low blood glucose. The nurse reported that the emergency medical services were called for the low blood glucose. The customer's blood glucose was 32 mg/dl at the time of the incident. The customer's blood glucose was 73 mg/dl at the time of call. The nurse stated that the customer passed out. The time of the hospitalization was 2:25am and the date of the hospitalization was (B)(6) 2016. The insulin pump will not be returned for analysis.